Event description:
It was reported that a patient post metacarpal lengthening returned to surgeon complaining the mini lengthening apparatus, quantity 2, were not distracting. The surgeon removed both devices that were connected to the pins and installed two new devices of the same type. Per additional information, the pins were not removed, just lengtheners were just switched out. This is 2 of 2 reports for the same event number (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2011.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports the part was received without visible damages. The functional test shows that the device still is distracting but the stopper ball bearing is missing. Therefore, a secure locking in favored length of the device is not possible anymore. The stopper ball bearing fell out due to an unknown reason which can not be determined. The DHR review does not show any anomalies of the manufacturing process. Therefore this complaint is deemed invalid from a manufacturing standpoint.